Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump gives the insulin flow block alarm. The customer¿s blood glucose level was 148 mg/dl. The customer other blood glucose level was 125 mg/dl. The customer stated that they had tried all the remedies. The troubleshooting was performed for the insulin flow block alarm. The customer declined to continue the troubleshooting for the insulin flow block alarmed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing.